Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying the ¿error 2¿ message. The complaint was classified based on the customer care agent (cca) documentation, since attempts to reach the patient for further information were unsuccessful. The patient reported that on (B)(6) 2026, at 6:00 pm, she attempted to perform a blood glucose test with the subject meter but was unable to obtain a reading due to the alleged error message appearing. As a result, the patient claimed that she ¿almost fainted¿ and was administered orange juice by her son to help stabilize her condition. At the time of troubleshooting, the cca noted the test strips associated with the complaint had expired. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event. The subject meter could not be ruled out as a cause or contributor to the event.